Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation pending, to be submitted with a follow up report. 30nov2023 manufacturer's investigation: the clinical investigation concluded: it was reported that receivers top housing broke off in user's ear. It is not known how it happened. User had to seek medical attention to get the piece removed. No harm to user or further symptoms reported. Hearing care professional (hcp) recommended not to use hearing aid until the piece was removed. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the risk scoring performed in the risk analysis for that device, the risk is deemed to be acceptable. Trended case device investigation concluded: r&d reviewed the defect samples and compare with good samples, has below findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments, we have body contacts. Root cause: 1. Reliability of gluing strength was not verified. 2. The failure mode was not recognized at design stage CAPA initiated. Manufacturer's investigation is final. This is a final report.

Event description:
01dec2023 estimated date of the event. 02oct2023 it was reported. Health care provider reports that the end piece of receiver broke off in the member's ear. Denies any harm to the user. User will see his doctor for removal and will refrain from wearing until the piece is removed. No harm to the user or property reported. No further follow-up expected. Hearing care provider has not given item number or serial number.

Event description:
(B)(6) 2023 it was reported. Health care provider reports that the end piece of receiver broke off in the member's ear. Denies any harm to the user. User will see his doctor for removal and will refrain from wearing until the piece is removed. No harm to the user or property reported. No further follow-up expected. Hearing care provider has not given item number or serial number.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing, a final report will be submitted upon completion. This is an initial report.